Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 43 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 105 mg/dl the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 82 mg/dl using truemetrix meter. Customer could not perform second blood test as did not have any more test strips. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 06/27/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1 :43mg/dl date:(B)(6) 2018 time:12:15am fasting; result 2 :171mg/dl date: (B)(6) 2018 time:5:16am non-fasting; result 3 :175mg/dl date: (B)(6) 2017 time:11:56am fasting; result 4 :66mg/dl date: (B)(6) 2017 time:1:47pm fasting; result 5 :48mg/dl date: (B)(6) 17 time:9:36am fasting.